Manufacturer narrative:
Summary of eval: examination results suggest this event is not device related but rather is associated with abnormal transverse loading likely due to mal-positioning or mal-tracking of this component.

Event description:
Revision surgery revealed breakage of the patella.